Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.